Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Litigation alleged injury, pain, suffering and emotional distress. Update 1: in addition to what were previously alleged, pfs allege could not walk properly , pain, and fatigue, lack of sleep and rashes. After review of medical records, patient was revised to address pain. Revision notes reported brownish discoloration of the soft tissue in and around the synovium at the hip socket joint. Update 2: in addition to what were previously alleged, ppf alleges cup loosening, metal wear, metallosis and elevated metal ions. Doi: (B)(6) 2009; dor: (B)(6) 2016; right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.